Event description:
During service, the baxter repair technician reported that a failure code 703:00 occurred at power-up. No reports of any patient incident involving this pump.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 703:00 was confirmed.